Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6) . Calibration and controls were acceptable. The sample clotting time was shorter than recommended by the tube manufacturer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas 6000 e601 module. The sample initially resulted in a troponin t value of 119.7 ng/l. The physician did not believe the result and requested a repeat of the sample. The sample was repeated, resulting in a troponin t value of < 3.00 ng/l.

Manufacturer narrative:
The alarm trace did not indicate any issues. The investigation determined a general reagent problem was not present because the qc before the event was within the specified ranges. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.